Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed other than the fuse holder is broken. The functional evaluation revealed the unit would not power on. The enclosures were opened and inspected and found to be secure. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. The root cause has been associated with a component failure. Factors that could have contributed include a defective controller pcb. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the pressure level on the dyonics 25 screen did not match the actual pressure, which was being delivered, it was too high, likely because the tubing was not in correctly. The pump was running through 3l of saline in 3 minutes and the patients arm swelled significantly. Back up device was used. There was a delay greater than 30 minutes and no further complications were reported. Patient status is fine and went home as planned.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.